Manufacturer narrative:
Beckman coulter hotline assisted the customer over the phone. The customer indicated the photometer lamp was last replaced on (B)(6) 2019. There was no evidence of use error. The customer stated they changed out the photometer lamp to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low (negative) creatinine and total bilirubin patient results. Customer also reported amylase results had "y" flags. The erroneous results were not reported outside of the laboratory; hence, there was no change to patient treatment. The customer reported the qc (quality control) recoveries of the affected assays were also failing. Customer was unwilling to provide any data; however, they stated approximately ten (10) patient results were affected.